Manufacturer narrative:
G4: 06jan2021 b4: (B)(6) 2021 the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The navigation ring was replaced. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported a ventilator with a nav-ring failure. There was no patient involvement.